Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. Intermittent button response was noted during testing due to corroded keypad traces. No button error alarm noted. The device was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of the customer's hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 300 mg/dl. The customer stated they were admitted for hyperglycemia. The customer also reported receiving a button error alarm. Troubleshooting could not occur as the customer was currently hospitalized. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.